Event description:
It was reported that the left ventricular (lv) lead was too big to fit into the patient's vessel. The lv lead was not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however blood/body fluid was noted on all conductors (not obstructed). The full lead was returned and analyzed.